Manufacturer narrative:
The investigation of the photo provided was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information provided, the patient experienced a deflation on left breast implant. Upon visual inspection of the picture, it was observed a rupture in anterior expanding to posterior view. No other anomalies were observed. The photo does not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 2/7/2020, he mentor failure analysis lab received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the implant. During visual evaluation of the sample it was noticed a leakage at the anterior and extending to the posterior view, measuring approximately 7.0 cm. Microscopic examination was performed and the cause of the rupture could not be identified. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision surgery with a 225cc mentor smooth round moderate profile saline breast implant experienced left sided deflation post procedure. The left sided deflation was confirmed by a physician. As a result, patient had an explantation on (B)(6) 2019.